Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a "patient port is excluded" error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. The rse also advised the biomed that the blower was not running and may be defective and provided the customer with the blower replacement part #. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer called back into technical support informing that he was repairing the device by replacing the blower and observed that the blower connecter was the wrong type, the connection to the board did not fit. The remote service engineer (fse) informed the customer that the connecter has a protective piece that needs to be removed. The customer removed the piece, and it had the correct connecter. The customer attached the blower wire to the motor controller (mc) printed circuit board assembly (pcba) successfully. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.